Event description:
Next op was the asd + lateral klavikelresektion, the same type of p90 electrode, the same generator, the same settings. Towards the end of the operation, after about 55 minutes, I feel that burn effect will be weaker. Perform diathermy on the last bleeding bone surface and suddenly see that no brännefekt remains. Looking arthroscopically on my electrode tip and look not to the central metal piece at the tip of p90 electrode remains. Are arthroscopically, find nothing. Are ago with fluoroscopy, looks a little metal piece ventokaudalt of the resected collarbone end. Nålmarkering front of fluoroscopy, the arthroscope laterally from, then find the needle tip and right next to the small metal piece. Extraction with composure rod. The metal piece had, as expected, flushed against the front incision and stuck in front of m. Deltoid. The whole thing took about 45 minutes beyond the scheduled surgery time, most time was spent placing the x-ray equipment.

Manufacturer narrative:
The complaint device was returned after it was initially reported that the device has been discarded. This is a follow up report to document device return. Once an investigation is conducted, another follow up will be filed to document investigation results. Device evaluated by MFR: in process.

Event description:
Next op was the asd + lateral klavikelresektion, the same type of p90 electrode, the same generator, the same settings. Towards the end of the operation, after about 55 minutes, I feel that burn effect will be weaker. Perform diathermy on the last bleeding bone surface and suddenly see that no br&#270;nefekt remains. Looking arthroscopically on my electrode tip and look not to the central metal piece at the tip of p90 electrode remains. Are arthroscopically, find nothing. Are ago with fluoroscopy, looks a little metal piece ventokaudalt of the resected collarbone end. N&#332;markering front of fluoroscopy, the arthroscope laterally from, then find the needle tip and right next to the small metal piece. Extraction with composure rod. The metal piece had, as expected, flushed against the front incision and stuck in front of m. Deltoid. The whole thing took about 45 minutes beyond the scheduled surgery time, most time was spent placing the x-ray equipment.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Next op was the asd + lateral klavikelresektion, the same type of p90 electrode, the same generator, the same settings. Towards the end of the operation, after about 55 minutes, I feel that burn effect will be weaker. Perform diathermy on the last bleeding bone surface and suddenly see that no br&#270;nefekt remains. Looking arthroscopically on my electrode tip and look not to the central metal piece at the tip of p90 electrode remains. Are arthroscopically, find nothing. Are ago with fluoroscopy, looks a little metal piece ventokaudalt of the resected collarbone end. Nalmarkering front of fluoroscopy, the arthroscope laterally from, then find the needle tip and right next to the small metal piece. Extraction with composure rod. The metal piece had, as expected, flushed against the front incision and stuck in front of m. Deltoid. The whole thing took about 45 minutes beyond the scheduled surgery time, most time was spent placing the x-ray equipment.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The exact location of the tip break needs to be determined to determine root cause for this issue which is not possible without physically examining the device. Therefore an exact root cause for this failure cannot be discerned. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.